Event description:
Physio-control evaluated the device and observed a lock-up failure, it was not able to boot past the self test screen. Thereafter, it was also found that the device gave the therapy leads off message indicating a failure to detect the therapy cable connection in AED mode. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio- control replaced the system control pcb assembly to remediate the lock up failure. Afterwards, the therapy pcb and the flex cable between the user interface pcb and system/memory pcb assemblies were replaced to fix the therapy leads off issue. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. The user interface pcb assembly was also replaced during the repair. However, there was no failure of the assembly as it was automatically replaced at the same time as the system pcb per repair instructions. Physio further evaluated the removed assemblies at the failure analysis center and was unable to confirm or duplicate the reported malfunction.